Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a meniscal repair procedure, it was observed that the truespan meniscal repair peek 12 degree did not deploy the first implant inside the patient's meniscus. The device was removed from the meniscus and the case was completed with another like-device with no patient harm or delays. The device was discarded into the sharps container by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date received by manufacturer on follow-up 1 should be october 25, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional information received on 9/24/2018 stated that the issue was detected during the case and it doesn't result in any surgical delay. It was reported that alternatives were readily available and the procedure was completed using another like-device with no patient impact. Additional information received on 10/25/2018 stated that this product failed during implanting. The implant wasn't broken in pieces.it was reported that the surgeon/doctor wasn't off axis, the needle angle was 12 degrees, implant misfired. The doctor fully depress the trigger until the click and penetrate the meniscus all the way to the depth stop. The tip of the was still in scope view using a probe. The same bone hole was used to complete the procedure. It was reported that the implant misfired/backfired and was not able to implant into the meniscus. No patient harm. No case delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. A non-conformance search was performed for this part (228151), lot (l668640) combination and no nonconformances were found. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).